Event description:
It was reported that a 6f angio-seal vip was selected for use post percutaneous coronary angiogram (cag) to close the right femoral arteriotomy. There were no reported deployment issues and the patient was transferred off the table. One hour later the patient experienced a loss of feeling in her right leg. An ultrasound, a CT scan, and an angiogram were performed and diagnosed a vessel occlusion. The patient was started on heparin and transferred to another hospital where surgical intervention was performed. The surgeon reported that a dissection was occluding the femoral artery. The angio-seal was removed and the patient was reported to be recovering in stable condition.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal instructions for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. No pre-deployment angiogram was performed. The IFU also instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy.